Event description:
It was reported that there was a malfunction alarm with the code malf 16, and it could not be reset. There was no reported impact on the customer¿s blood glucose level. Tandem technical support decided to replace the pump, which was still under warranty. The customer did not have a backup insulin therapy and was advised to use a new pump with updated software. Instructions were given to return the faulty pump within 10 days using a pre-paid shipping label to avoid additional charges. The customer was also instructed on how to set up the replacement pump, including putting the pump into storage mode and programming pump settings.